Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Retained by the hospital.

Event description:
It was reported that the patient was revised to address wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Part and lot identification are necessary for review of device history records, neither were provided. Review of x-ray indicates that the right knee arthroplasty components are anatomically aligned. There is no fracture or evidence of component failure. There is no evidence of radiographically visible osteolysis and no evidence of loosening. The tibial stem projects slightly lateral to the anatomic center of the tibial shaft. A root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.